Event description:
It was reported that a procedure was performed because the lead was not inserted properly into the header. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.